Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported shortness of breath and tiredness. The patient also reported a pulse in the 40's and a low blood pressure. The patient was concerned that the device was not pacing at the lower rate limit (lrl). In a review of latitude (which is a remote monitoring system) information, the lrl had been programmed to 70 ppm six months prior. To date, there have been no adverse patient effects reported.